Manufacturer narrative:
The caregiver reported the patient had peritonitis ¿sometime between (B)(6), 2016.¿ the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was ¿never determined.¿ the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for the event. Action with extraneal therapy and the patient outcome were not reported. No additional information is available.